Event description:
It was reported that an asymptomatic patient presented to clinic for a routine follow-up. Atrial lead noise leading to inappropriate mode switching was observed. The noise could be reproduced during isometrics. The device mode was changed and the patient would be monitored.